Event description:
It was reported due to a crossover circuit fault failure. No patient involvement / harm.

Manufacturer narrative:
Failure analysis of the returned part indicated root cause: this single station solenoid was tested and no failures were identified. The crossover circuit test failed code 3117 was not duplicated.